Event description:
A false low advia centaur xp was reported by the customer and the result was questioned by the endocrinologist. The patient was redrawn and tested on another pth test method and the result was higher. Follow up patient testing was performed at a later date and the advia centaur xp result was falsely lower when compared to the other pth test method a second time. There was no known report of patient treatment being altered or adverse health consequences due to the falsely low ipth test results.

Manufacturer narrative:
The patient sample was tested in-house with interfering blocking tubes and for biotin interference. Based on these results, it was determined that the cause for the discordant result was due to biotin interference. In-house test results: reagent lot 302. Patient sample neat results: 83.4, 87. Patient sample treated with interfering blocking tube results: 99, 101.7.